Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing with noise was noted on the right atrial (ra) lead. Intermittent oversensing with noise was also noted on the right ventricular (rv) lead. Both leads were removed and replaced. No patient complications have been reported as a result of this event.